Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the pacer dependent patient with this right ventricular lead, presented to the emergency room in a bradycardia state. In accordance with the medical report, the lead was not working properly with a fracture suspected. The physician elected to intervene and replace the lead, at which time a helix anomaly was also exhibited. The explanted lead is expected to be returned for analysis. The patient was reported as stable, post lead replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead: the helix was extended and entwined tissue noted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.